Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device change out due to eri, high capture threshold and low sensing was observed on the rv lead. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition before, during and after the procedure.